Manufacturer narrative:
The reference & lot number was not provided. The review of the device history records and traceability cannot be performed. Additional information were requested. Investigation still in progress. Conclusion is not yet available. Not received yet by manufacturer.

Event description:
Mobi-c p&f us : revision , unknown reason. Information was collected via the annual mobi-c enhanced surveillance survey: surgeon reported an event of device removal on patient that was implanted with mobi-c in the past year. Additional information was requested.

Manufacturer narrative:
Product wasn't received so no visual and functional examination cannot be performed. ] a review of the device hsitory records and tracebility aren't possible because reference and lot# of implant wasn't available. From lonely information provided, based on the zper, the review of the case and the recurrence of this type of event for this implant, the investigation found no evidence to indicate a device issue. The cause of the event cannot be determined. The cause for the device issue is unknown. Requests for additional information did not receive a response. The investigation found no evidence to indicate a device issue. Root cause is unknown. If additional informations were received that allow to drawn a conclusion for this case another report will be sent.